Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00001. Reference MFR report: 3008829311-2017-00096. Additional information received indicated further surgical intervention took place on (B)(6) 2017. During the procedure the extension was found to be damaged due to the patient twiddling the ipg. The extension was explanted and the ipg was relocated from the abdomen to the buttock and the existing lead was connected directly to the ipg. Effective therapy was restored following the procedure and the issue was resolved. The ipg is being added as device 3.